Event description:
Customer reported they felt the vaporizer had no output. There was no report of patient involvement. Investigation / conclusion: the unit was returned to the manufacturing site for investigation. The unit was tested, and the output was found to be out of specification. During the investigation, it was noted that there was a fault with the rotary valve. Investigations of similar valves determined that it has been subjected to scratching of its sealing face. This valve was manufactured by glacier and had the graphite process applied. Previous investigations found some deva material contained areas of larger deposits of graphite that could be removed. No foreign material or graphite was found to determine the cause of the scratch. The deva material supplier has since been changed in 2003. The new material contains a better homogeneous surface and had been reported to be easier to machine. This valve was made prior to impletmenting the new supplier. Upon further testing, a fault was found with the proportional control valve. A 'no output' alarm occurred, preventing use of the vaporizer. Seats in the valves of similar failures were examined and they showed signs of swelling which limited the amount of agent that can pass through th orifice and triggering a 'no output' alarm. The design has since been changed. The new valve can mechanically compensate for any seat swell because of a spring loaded seating surface. This design allows the seat to swell away from the orifice preventing low output problems.

Manufacturer narrative:
It should be noted that, according to ge healthcare records, this unit has not been serviced within the recommended two-year service interval, as stated in the tec 6 operation and maintenance manual.